Event description:
It was reported that the patient presented for follow up with failure to capture exhibited by the right ventricular lead. A subsequent chest x-ray found no significant dislocation of the lead and micro-dislodgement was suspected. The lead was capped and replaced on (B)(6) 2024. The patient was stable.